Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd double curve access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected for use. The physician performed the transeptal crossing and inserted a versacross pigtail wire and the was sheath into the left atrium (la). A 6mm thrombus was noted on the pigtail diagnostic catheter via transesophageal echocardiography (tee). The activated clotting time (act) was 288 seconds at this time. The physician aspirated off of the pigtail catheter and then removed it from the body. The was was then aspirated and flushed. Additional heparin was administered. The thrombus was removed, and the pigtail catheter was flushed prior to a second attempt. The physician decided to proceed with procedure. An angiogram was competed, and the 27mm wm flx closure device was prepped and inserted once the pigtail catheter was removed. Position, anchor, size and seal (pass) criteria was met, and the closure device was successfully implanted. The patient was extubated post procedure without complications and discharged home.